Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported that the most probable problem with the suspect device is the gas delivery engine. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determine yet.

Event description:
The customer reported battery related issue on the avea ventilator. The customer confirmed that there was no patient involvement that was associated with the reported event.